Event description:
It was reported that an ilet pump exhibited a screen defect described as a glare or delamination in the top left corner following travel, with no known precipitating damage, and a replacement was arranged. Symptoms included no adverse clinical effects, no alerts, and no alarms. Outcomes included continued therapy without interruption using cgm through the dexcom app or receiver. Investigation included receipt and inspection of the returned device. Investigation of this case revealed a device hardware issue localized to the display assembly consistent with screen delamination, with no associated software malfunction or alarm generation. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the screen/display consistent with environmental or mechanical stress.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.